Manufacturer narrative:
The reported events of failure to advance the stylet and the "stylet wire pierced the lead" were confirmed. As received, a complete lead with a guidewire was returned in one piece for analysis. Visual inspection of the lead found the lead body insulation was perforated/damaged at the s-curve region, which is consistent with procedural damage. X-ray examination found the inner coil damage. The guidewire insertion test could not be performed due to the damaged inner coil. The s-curve hump height was measured within specifications. The cause of the reported events were isolated to the inner coil being damaged and the lead body insulation was perforated by the guidewire.

Event description:
During an implant procedure, the guidewire had difficulty being inserted into the left ventricular (lv) lead, which resulted in lv lead damage when the guidewire pierced the lead. The lead was replaced to resolve the event. The patient was stable and will continue to be monitored.